Event description:
Device malfunction: none. Time of symptoms/ae: 22 months post-procedure. Symptoms/ae: hyperplasia. The following events were noted through a periodic article review. A prospective study was performed to evaluate whether stent placement in infrapopliteal arteries is helpful in failed percutaneous transluminal angioplasty (pta). Infrapopliteal pta was performed in 70 arteries of a total patients with chronic critical lower limb ischemia. Only the palpable anterior tibial and posterior tibial arteries were evaluated. Stents were placed in 16 arteries where pta was not successful. One complication of the study is as follows: 22 months post procedure, angiography revealed that the stented segment of the anterior tibial artery was patent with mild intimal hyperplasia. Treatment, if any, was not identified.

Manufacturer narrative:
The device is not available for evaluation; therefore, device evaluation could not be performed and a root cause not be determined. The lot number was not identified; therefore, a device history record review could not be performed. Attachment: j. H. Pergrin, md, et al; "self-expandable stent placement in infrapopliteal arteries after unsuccessful angioplasty failure: one-year follow-up", published cardiovasc intervent radiol (2008) 31: 860-864.